Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to a knot advancement issue include, but not limited to, rail suture tensioned without distal advancement with the knot pusher or non-rail suture is tensioned/advanced. The product risk assessment identifies this as a foreseeable event; as such, design and manufacturing controls and mitigations have been established for possible causes. It was also noted that the knot was positioned outside of the patient, it is likely the device was under inserted into the vessel causing the improper positioning of the deployed knot. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the common femoral vein was performed with two prostyle devices using the pre-close technique via a small-bore sheath hole prior to a pulse field ablation (pfa) procedure. The sheath was upsized to a greater than 10f and the pfa procedure was completed. Reportedly post procedure, both knots were still above skin level. Additionally, the knot from the first device could not be advanced. With the second device, the knot was partially advanced but remained slightly above skin level. Subsequently, the knot was inadvertently locked (as the white, non-rail limb was pulled by mistake) before further attempts to advance could be made. Both sutures were removed, and a femostop device was ultimately used to achieve hemostasis. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.